Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about 2 weeks ago the pts stimulator kept turning itself off. Patient would go to check if they needed to charge or something and it would say stimulation off so they would turn it on. Patient was having issues as far as their left hand was going numb and they were getting a tingling sensation. They could not lay on their back or leg. Patient noted it was fine until about 2 week ago. Patient had an appointment with their healthcare provider next friday. Pt stated they would get into contact with their mdt representative on monday when the rep was back from vacation. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.